Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 25 mmol/l. The customer is experiencing high blood glucose for the past 2 days. The customer attempted to treat with her pump without success. The customer stopped using the insulin pump and declined to do troubleshooting as she would like the device replaced. The customer was advised that the device would be replace and return the product for analysis.